Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy effluent. The cause, patient outcome and action taken with pd therapy were not reported. The patient was hospitalized (several times) and was treated with an unspecified antibiotics (short term). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.